Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) migrated to the pulmonary artery after release. The lp was retrieved. There were no patient consequences.